Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 24-oct-2023. H.6. Investigation summary: bd received 5 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure for damage (chipped tube) was observed. Additionally, the customer samples were inspected for any defects, and none were found on the returned samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for damage (chipped tube) based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 5 bd vacutainer® sst¿ blood collection tubes were chipped. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting chip on very top of the tube.

Event description:
It was reported that 5 bd vacutainer® sst¿ blood collection tubes were chipped. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting chip on very top of the tube.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.